Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge and not performing the air removal step. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 223 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.